Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A main coil and a delivery wire were returned for this complaint; the introducer sheath was not returned. Besides, together with this device, a non-bsc catheter was returned. The delivery wire was found kinked near the interlocking arm and the interlocking arm was also kinked. The main coil was found kinked and stretched and its interlocking arm was detached and it was not returned; besides, blood residues were found in its fiber bundles. No more damages were found in the device. Microscopic inspection of the delivery wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was found kinked. The body of the wire was kinked. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The main coil was kinked and stretched. The interlocking arm was detached and it was not returned. Dimensional inspection of the main coil and delivery wire that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 18may2019. It was reported that the interlocking arm would not detached and was kinked. The target lesion was located in the superior gluteal artery. An 8mmx 40cm interlock-35 was selected for use. During procedure, the coil was placed into the inferiro gluteal artery and since the length protruded, the posterior end was advanced into the superior gluteal artery. Subsequently, coil deployment was attempted but the interlocking arm would not come out from the distal part of the catheter and could not be detached. The coil was then simply pulled out from the patient's body. After removal, it was further noted that about 2cm from the proximal part of interlocking arm was kinked. Per physician, there was a possibility that it got bent while being pushed and pulled. An additional coil of the same size was used but was unraveled. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached and not returned.